Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a defective pump head module. The pump head module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.92. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a colleague pump returned to baxter technical services where failure 810:11 was reported. There was no patient involvement. There was no patient injury medical intervention associated with this event. The user interface module software version of this pump is currently unknown.